Manufacturer narrative:
According to the facility, there was no gel on the defibrillator pads causing inability to shock patient and delayed the resuscitation process. The issue occurred while resuscitating a patient. There was no injury but care was delayed. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, there was no gel on the defib pads causing inability to shock patient and delayed the resuscitation process.

Manufacturer narrative:
Corrected h6, c and d.